Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain/ pain") in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included micturition urgency, bipolar disorder, accidental overdose, irregular periods, weight gain, hormonal imbalance, uterine bleeding, adenomyosis, menometrorrhagia, endometriosis, urinary urgency, bloating, gallstones, constipation and hematoma. (B)(6) 2014: history: status post hysterectomy last week, complaints of right lower quadrant pain and purulent drainage from laparoscopy sites impression: 1. There is a 3.8 x 3.1 cm focus of increased density in the pelvic cul-de-sac which most likely represents a postoperative hematoma given history of recent hysterectomy. 2. Mild scattered free intraperitoneal air, expected given recent surgery. 3. There are foci of gas within the ventral abdominal wall and infraumbilical subcutaneous fat, likely related to site of recent laparoscopy port placement. There is a small amount of fluid at this site along the superficial aspect of the ventral abdominal wall, although no focal drainable subcutaneous fluid collection is identified at this time. 4. Gallstone. Previously administered products included for an unreported indication: buspirone, ibuprofen, lidocaine, albuterol, topiramate, ventolin and sumatriptan. Concurrent conditions included hypertension. The patient also had a family history of hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain ("abdominal pain"), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with lelt bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, headache, nausea, tooth disorder, fatigue, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepency noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: no concerning injuries reported in this case the following ones were described in patient medical records: confirming - abdominal pain, nausea, pelvic pain, anxiety, depression, headaches, vaginal bleeding, menorrhagia, vaginal infection. Quality-safety evaluation of ptc: unable to confirm copmplaint. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs and mr received- events- ¿abnormal bleeding vaginal, urinary tract infection, vaginal infection, migraines, headache, nausea, dental problems, fatigue, hair loss, lower back pain, abdominal pain, she did not underwent essure confirmation test¿, lab data, reporter, lot number, medical history added, essure model no. Change to essure 205. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain/ pain") in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included micturition urgency, bipolar disorder, accidental overdose, irregular periods, weight gain, hormonal imbalance, uterine bleeding, adenomyosis, menometrorrhagia, endometriosis, urinary urgency, bloating, gallstones, constipation and hematoma. 20aug2014: history: status post hysterectomy last week, complaints of right lower quadrant pain and purulent drainage from laparoscopy sites impression: 1. There is a 3.8 x 3.1 cm focus of increased density in the pelvic cul-de-sac which most likely represents a postoperative hematoma given history of recent hysterectomy. 2. Mild scattered free intraperitoneal air, expected given recent surgery. 3. There are foci of gas within the ventral abdominal wall and infraumbilical subcutaneous fat, likely related to site of recent laparoscopy port placement. There is a small amount of fluid at this site along the superficial aspect of the ventral abdominal wall, although no focal drainable subcutaneous fluid collection is identified at this time. 4. Gallstone. Previously administered products included for an unreported indication: buspirone, ibuprofen, lidocaine, albuterol, topiramate, ventolin and sumatriptan. Concurrent conditions included hypertension. The patient also had a family history of hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). In 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain ("abdominal pain"), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with lelt bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, headache, nausea, tooth disorder, fatigue, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepency noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: no concerning injuries reported in this case the following ones were described in patient medical records: confirming - abdominal pain, nausea, pelvic pain, anxiety, depression, headaches, vaginal bleeding, menorrhagia, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain/ pain') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included micturition urgency, bipolar disorder, accidental overdose, irregular periods, weight gain, hormonal imbalance, uterine bleeding, adenomyosis, menometrorrhagia, endometriosis, urinary urgency, bloating, gallstones, constipation and hematoma. (B)(6) 2014: history: status post hysterectomy last week, complaints of right lower quadrant pain and purulent drainage from laparoscopy sites impression: 1. There is a 3.8 x 3.1 cm focus of increased density in the pelvic cul-de-sac which most likely represents a postoperative hematoma given history of recent hysterectomy. 2. Mild scattered free intraperitoneal air, expected given recent surgery. 3. There are foci of gas within the ventral abdominal wall and infraumbilical subcutaneous fat, likely related to site of recent laparoscopy port placement. There is a small amount of fluid at this site along the superficial aspect of the ventral abdominal wall, although no focal drainable subcutaneous fluid collection is identified at this time. 4. Gallstone. Previously administered products included for an unreported indication: buspirone, ibuprofen, lidocaine, albuterol, topiramate, ventolin and sumatriptan. Concurrent conditions included hypertension. The patient also had a family history of hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia), (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain ("abdominal pain"), 8 months 7 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced anxiety ("anxious/ psych injury"), depression ("depressed/ psych injury"), urinary tract infection ("urinary tract infection, bladder/urinary problems : uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder/urinary problems : bladder probs"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with lelt bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, headache, nausea, tooth disorder, fatigue, alopecia, back pain, abdominal pain, dyspareunia, female sexual dysfunction, bladder disorder, vaginal discharge, gastrointestinal disorder, hormone level abnormal, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepency noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: no patient had received treatment for pain :chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems : bladder probs, uti, vaginal infection and vaginal discharge. Essure confirmation test(s) conducted: date: (B)(6) 2004 concerning injuries reported in this case the following ones were described in patient medical records: confirming - abdominal pain, nausea, pelvic pain, anxiety, depression, headaches, vaginal bleeding, menorrhagia, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events dyspareunia (painful sexual intercourse), apareunia, bladder/urinary problems : bladder probs, vaginal discharge, gi conditions, hormonal changes, nuero condit/problems, vision problems and weight gain. Event psych injury clubbed to previously reported event anxious, product insertion date updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with left bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain/ pain") in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included micturition urgency, bipolar disorder, accidental overdose, irregular periods, weight gain, hormonal imbalance, uterine bleeding, adenomyosis, menometrorrhagia, endometriosis, urinary urgency, bloating, gallstones, constipation and hematoma. (B)(6) 2014: history: status post hysterectomy last week, complaints of right lower quadrant pain and purulent drainage from laparoscopy sites impression: 1. There is a 3.8 x 3.1 cm focus of increased density in the pelvic cul-de-sac which most likely represents a postoperative hematoma given history of recent hysterectomy. 2. Mild scattered free intraperitoneal air, expected given recent surgery. 3. There are foci of gas within the ventral abdominal wall and infraumbilical subcutaneous fat, likely related to site of recent laparoscopy port placement. There is a small amount of fluid at this site along the superficial aspect of the ventral abdominal wall, although no focal drainable subcutaneous fluid collection is identified at this time. 4. Gallstone. Previously administered products included for an unreported indication: buspirone, ibuprofen, lidocaine, albuterol, topiramate, ventolin and sumatriptan. Concurrent conditions included hypertension. The patient also had a family history of hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). In 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain ("abdominal pain"), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with robotic assisted total laparoscopic hysterectomy with lelt bilateral salpingo-oophorectomy and essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, headache, nausea, tooth disorder, fatigue, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepency noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: no concerning injuries reported in this case the following ones were described in patient medical records: confirming - abdominal pain, nausea, pelvic pain, anxiety, depression, headaches, vaginal bleeding, menorrhagia, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from deleted duplicate case (B)(4) were entered. Reporter¿s information was updated and new reporter was added, and essure insertion date was also updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with left bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.